Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead was explanted due to patient condition. The local area sales representative noted that there could be no rv sensing greater than 1.5 v with this lead. A second lead of the same model was successfully attempted and remains in service. There were no adverse patient effects associated with this clinical observation. To date, information suggests that this medical device has not been returned to boston scientific. If new information becomes available, this report will be further evaluated and updated.